Manufacturer narrative:
(B)(6).

Event description:
It was reported that a device contamination occurred. A 180x25cm fathom -16 was selected for use. During procedure, it was noted that there was a substance on the end of the wire and it was unable to pass it through the microcatheter. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine.